Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. During troubleshooting with tandem technical support, the customer reloaded a cartridge and was able to receive an accurate fill estimate. There was no impact to the customer's blood glucose level.